Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis. A medtronic representative, following-up at the site, replaced the cpu and navigation system is functioning as expected. No further issues have been reported. Part not returned to manufacturer.

Event description:
A medtronic ent representative reported that a navigation system became unresponsive after loading patient scans via cd and moving from the select patient page in synergy ent 2.2.2 software. The screen turned blue and the user lost all software function. Re-starting the navigation system allowed the site to re-enter the application and move through the software without issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.in addition, the computer was returned to the manufacturer for analysis. Initial testing showed the computer to be slow after loading with error that said "exam exceeded 3mm spacing...". On potential cause may have been an issue with the patient exam conducted by radiology.